Event description:
It was reported that a physician was having some difficulties with his (B)(4) handheld device. The handheld would not interrogate unless the serial adapter cord was held in place. The wand and handheld would work fine as long as the serial adapter cord was held in place. A replacement cord was sent to the physician and the cord in question has been returned to the MFR. Product analysis is currently being performed and has not been completed at this time.